Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
This was received in our receiving lab with a note attached that read "bi-fuse broke at the plastic threading on 5/2." There was no report of patient harm.

Event description:
The customer reported the tubing leaked.

Manufacturer narrative:
The report that the bifuse set broke was not confirmed as no obvious damages or any issues were observed. Functional testing was performed and revealed no issues. No root cause was able to be identified.

Event description:
The set was received with a note attached that read "bi-fuse broke at the plastic threading on 5/2." There was no report of patient harm.